Event description:
Attorney reported: in 2002- pt had a composix kugel mesh implanted to repair a hernia defect. As a direct and proximate result of the defective condition of the composix kugel mesh, pt suffered severe persistant abdominal pain, which was accompanied by abdominal distention and abdominal tenderness. In 2004- due to pt's aforesaid condition, the composix kugel mesh was removed from pt. Physicians discovered that there was a herniation of the small portion of the small bowel around the previously placed composix kugel mesh into the soft tissue hernia sac which was sclerosed into the position with a case of obvious intermittent small bowel obstruction. This was contributing to the pt's above described intense pain.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.